Event description:
It was reported, there were telemetry issues. The patient noted no telemetry with her ins one morning recently when she tried to turn stim on (she turned it off at night). The patient did have a hard fall backward at work 2 days prior to losing telemetry. The patient fell back more on her right hip (ins was in left hip area). Attempted short prm (physician mode recharge ) but no response. All patient programmer codes = 591. All insr codes were 590, except for 580 code from attempt to create por (power on reset) of ins. Recharge statistics were reviewed. All insr stats were 01/01/00 with no charge time and no voltage listed. Ins was not flipped given results; patient had x-ray done today. There was some concern ins had flipped as the patient lost 25 lbs since the implant. The ins was very loose in the pocket. Last stim was 2-3 wks ago. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension: model # 3708140, lot # njb029425v, implanted: 2008 (B)(6), explanted: unknown; extension: model # 3708140, lot # njb027941v, implanted: 2008 (B)(6), explanted: unknown; lead: model # 39565-30, lot # n147741002, implanted: 2008 (B)(6), explanted: unknown; programmer: model # 37743, lot # nke102965n; recharger: model # 37752, lot # nka111511n.

Event description:
Additional information received noted that the manufacturer's representative met with the patient and was not able to read her battery. All indications were the battery was in over discharge mode. The patient was shown how to do a physician rest and had attempted 3 times. The patient did not wish to attempt again and was working with her physician. The patient was expecting to have the batt ery replaced. If additional information is received, a follow up report will be sent.